Event description:
Shuremed powered beach chair, arthroscopy, MDR event terms code # (B)(4): procedure completed, powered beach chair, arthroscopy snapped and pt assisted to floor by crna 6 rn. Abrasion on head and left inner thigh. Note: physician notified, physician in room when incident occurred. Medical equipment used during procedure: steris surgical as 1100 pounds maximum. Powered beach chair, arthroscopy model: 800-0004, sn# (B)(4) rated as 500 pounds capacity proportional pt load (B)(6) tall pt per 99% human body model. Device shall support 500 pounds pt weight and (B)(6) tall pt. Shoulder panel shall support 50 pounds. Lateral brace shall resist 50 pounds. Purchased on (B)(6) 2009. Device shall operate for five years under normal use.